Event description:
A customer contacted a baxter technical service representative (tsr) regarding a system error 2240 alarm that appeared on the display of the home patient's homechoice machine during their automated peritoneal dialysis therapy. The home patient (hp) got disconnected from the patient line during therapy. The patient was re-instructed on proper procedures per the user manual. No patient injury or medical intervention was indicated at the time of the initial report. This writer spoke with the home patient, who confirmed the patient line became disconnected from the transfer set during therapy. The patient also said there was no patient injury or medical intervention associated with this incident and that he has been continuing with therapy as usual.